Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, patient and procedural factors appear to have contributed to the event. Due to the patient¿s clinical limitations, the procedure was off-label and not performed per the edwards IFU; the sapien valve was crimped onto the valvuloplasty balloon catheter instead of the delivery system catheter and the valve remained crimped in the body for approximately one hour. There is no testing to support the safety or effectiveness of valve delivery on a catheter that does not have the support of the flex catheter to help stabilize the valve during crossing of a severely calcified aortic valve. To date, the patient¿s cause of death has not become available; there is no indication the death is related to a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, the patient decompensated during an attempted, off-label tavr procedure, requiring insertion of an intra-aortic balloon pump. The 23mm sapien valve was prepped by the physician and crimped off-label onto the edwards valvuloplasty balloon for a transvenous, trans-septal tavr procedure. The valve was inserted into loader and sheath without issue and advanced up the vena cava to the right atrium. The valve sat in the same position for 15 minutes while the team waited for the attending surgeon to come into the room. Once the surgeon was in the room, the valve was advanced to the atrial septum. The valve could not be advanced through the septal access site, despite lengthy attempts so the valve was retracted and the septum was ballooned again. The valve was then re-advanced and with considerable force was able to move through the septum into the left atrium and down into left ventricle. Multiple attempts were made to position the valve in the aortic annulus without success. The patient became hypotensive and iabp was initiated. A decision was then made to abort the case. The valve was withdrawn into the sheath and discarded by or staff. The patient left the room in stable yet critical condition and expired the next morning. The difficulty crossing the aortic annulus was attributed to a minimally crimped valve which expanded in the vascular space while waiting for the surgeon to arrive; the valve had been crimped and in the body for over an hour. The operative report and cause of death for this patient was requested, however the information has not been released by the medical facility. This patient was not a candidate for surgical aortic valve replacement, transfemoral, transapical or transaortic approach; thus transvenous valve replacement was attempted. The medical team was experienced and aware of the time limits associated with valve deployment. This patient¿s native valve/leaflet calcification was severe; aortic root calcification and mitral annular calcification was moderate.